Event description:
It was reported that the patient presented with mechanical low back pain from degenerative disc disease. Patient also reported radicular pain from foraminal narrowing. Non-operative treatment, including therapy and injections, failed. Her pain has gradually worsened over the past 7 months. Review of MRI and x-ray found foraminal narrowing at l4-l5 and l5-s1 from vertical collapse from disk degeneration. Patient has degenerative disks at l4-5 and l5-s1. The patient underwent l4-5 and l5-s1 anterior lumbar interbody fusion using rhbmp-2/acs, peek interbody devices and depuy expedium posterior pedicle screw system. Bmp was placed within each cage. Ap and lateral images confirmed good graft position at both levels. No complications were noted. On pod 4, the patient complained of new and increasing nerve/burning pain in both legs. The pain radiates from buttocks to bilateral dorsum of feet. No weakness noted. Review of CT scan of the lumbar spine showed all implants in good position, and moderate foraminal stenosis (left greater than right) at l5-s1 bilaterally. Per notes "patient with mild bilateral l5 radiculitis, possibly secondary to stretch or bmp." On pod 5, the patient reported "nerve pain" on both hips. At 38 days post-op, in an office visit, the patient reports that her mechanical back pain is gone, but she is having bad neuropathic pain. Patient is on neurontin, valium, and oxycodone for relief. At 57 days post-op, the patient presented with incontinence. CT myelogram of the lumbar spine showed normal appearing l4-s1 interbody and posterior instrumented fusion with no spinal canal or neural foraminal stenosis. At 282 days post-op, the patient underwent a fluoroscopically-guided injection of the right hip joint. At 316 days post-op, the patient presented with persistent pain. Injection done previously did not help. Per physician's notes, "pain includes mechanical back pain. Si pain. Sacrum pain. Hips that catch. She is not on narcotics. She is trying to exercise. Certainly has an ar achnoiditis/causalgia type picture."

Event description:
Three days post-op, a CT of the lumbar spine showed "postoperative changes bilateral transpedicular screw and rod fusion l4-s1. Laminectomies at l4 and l5. Postoperative gas in laminectomy site. Presumed postoperative gas and inflammatory changes in prevertebral soft tissues l3-s1. Mild left and mild to moderate right foraminal narrowing l5-s1. Mild narrowing of l4-l5 intervertebral space." At 316 days post-op, the patient presented with back pain. She reported nerve pain, hips were locking up, had a shot for hip pain that did not help. Pain in back 6.10 and pain in hips and sacrum.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.